Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and a booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measure , the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.